Manufacturer narrative:
Samples are being returned to the manufacturer, pending evaluation and conclusion for investigation on returnrded and retained samples

Event description:
A 10 month old domestic cat with a grade 2 heart murmur was undergoing a neutering procedure. (The vet did not want the cat under anesthesia longer than necessary due to the heart murmur) during the procedure the vet administered pre medication intramuscular using the syringe with needle. While attempting to remove the needle, it broke off and was remained stuck inside of the cat's left leg. An x-ray was taken to confirm the needle's location. An incision was made over the area where the needle was stuck and extracted with a hemostat. One skin suture was placed to close the incision. The cat was under anesthesia for longer than expected due to the incident and also received additional pain medications and antibiotics. A follow up appointment was schedule for 2 weeks from incident date and for suture removal.

Manufacturer narrative:
Pending samples from customer, manufacturer will begin evaluation on retained samples until actual sample is received.

Event description:
"While performing routine acupuncture (with injection of b-12) on a horse, in 2 to 3 different points, 1 needle broke inside of the horse's neck. Per the veterinarian it was best to not remove and leave the needle inside as an unplanned acupuncture implant. Per the veterinarian, the tension in the muscles in that area was most likely the cause of the broken needle. Veterinary followed up with the horse a week after the incident and the horse is in stable condition, no swelling of the area."